Event description:
The customer states that one female patient generated an architect total b-hcg assay result of 450 miu/ml that was reported from the lab. The following day a second sample was collected from this same patient and generated an architect total b-hcg assay result of less than 2 miu/ml. Both samples from this patient were then retested and both generated results of less than 2 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fse) visited the customer site and replaced the v1/v3 valves on the trigger/pretrigger manifold with new 104 valves. The sample probe is less than three months old and the wash zone was not leaking. The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). The architect total b-hcg package insert (49-3364\r3; june 2010) and the architect system operations manual (pn 201837-108) contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No product deficiency of the architect i2000sr instrument was found. Based upon the data available and the results of this evaluation of the architect i2000sr system, a single definitive cause for the customer's issue could not be determined. Review of complaint tracking and trending.